Event description:
It was reported the patient¿s pump was explanted and replaced in 2011 due to a recall. There were no patient symptoms reported. The pump was used to deliver an unknown drug. The nature and details of the event remain unknown. Follow-up was conducted to obtain this information. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID 8709, lot# l55000, implanted: 1998-(B)(6), product type catheter. (B)(4).